Event description:
Device was implanted on 4/24/96 for infusion of fudr/ leucovorin/dexamethasone/heparin treatment of cancer. On 8/23/96, MFR sales rep notified a MFR nurse that he had been contacted by the physician who reported that pt has again developed a device pocket hematoma which had appeared within a day of a device refill. Approx 100cc of "gross blood" was aspirated on 8/20/96; however, edema of site had recurred by 8/21/96 and the physician believed that bleeding was continuing. The MFR sales rep requested that MFR nurse speak with physician concerning this event. On 8/23/96, physician contacted MFR nurse and reported the above referenced events. He did not have any additional info concerning device function or drugs used in refilling device. He was not aware of recent trauma to device site and stated that a hepatic arterial perfusion study (haps) to check patency and integrity of flow path were not possible because of the degree of site edema, i.e. Device ports could not be located. Pt was scheduled for exploration of device pocket on 8/26/96 and physician requested a MFR nurse be present. On 8/23/96, physician's nurse provided the following refill data: 6/3/96 - residual volume (rv) =21.5ml, refill period (rp) = 14 days, flow rate (fr) = 2.04ml/day; 6/17/96 - rv=28.5ml, rp = 14 days, fr = 1.54ml/day; 7/1/96 - rv = 30ml, rp = 14 days, fr = 1.43ml/day. The facility nurse phoned the manufacturer's clinical line and it was suggested that the sideports be accessed and flushed to access patency.; 7/3/96 - the pt returned to the office and the nurse was able to access the device easily and flush the lower device sideport, but was not successful in locating the upper device septum. (Device ports at 1300 and 1500 hrs); 7/12/96 - the facility nurse accessed both device ports successfully and flushed both without resistance; 7/17/96 - rv = 26.5ml, rp = 16 days, fr = 1.66ml/day. The device was refilled with heparin/ns 40,000u/50ml; 7/29/96 - rv=27.5ml, rp=12days, fr=1.88ml/day. The device was refilled with fudr/leucovorin/dexamethasone/heparin calculated based on actual flow rate; 8/7/96 - the pt complaining of right upper quadrant pain and hyperacidity. The pt is known hypersensitive; however, his blood pressure was elevated and he was seen in the ER for treatment. Fudr was removed from the device and it was refilled with heparin/ns. Rv=30ml, rp=9 days, fr=2.22ml/day. On 8/14/96, the pt continued to complain of upper right quadrant pain and swelling was noted around the device site after that days refill. The pt was seen by the physician. On 8/21/96, the device site was edematous; hard to touch. It appeared to have a point that was protruding. At this point there was ecchymosis. Pt did not complain of pain at site. A device refill was not attempted. On 8/26/96, exploratory surgery was performed. Skin over device area was ecchymotic and edematous. On opening pocket, a large amount of old blood and clot was removed. Two sutures were found broken.